Event description:
This is a spontaneous report from a consumer with supplemental information provided by a nurse in (B)(6) of pancreatitis, gallbladder issues and fungal peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, a consumer contacted baxter customer services and reported the following information. On (B)(6) 2012, the patient was hospitalized for gall bladder issues and vomiting. On (B)(6) 2012, the patient underwent gallbladder surgery. Pd therapy was ongoing. On (B)(6) 2012, customer services conducted follow-up with the peritoneal dialysis registered nurse (pdrn). The pdrn was unable to confirm the report at this time, but stated the hospitalization was unrelated to any of the pd solutions. On (B)(6) 2012, global pharmacovigilance (gpv) conducted follow-up with the pdrn. The following information was obtained. The nurse confirmed that the patient underwent gallbladder surgery. On an unreported date during hospitalization, the patient was diagnosed with pancreatitis, gallbladder disease and fungal peritonitis. Dianeal therapies were withdrawn, the pd catheter was removed and the patient was temporarily switched to hemodialysis. On an unknown date, the patient was discharged. The patient recovered from vomiting. The patient was recovering from the gallbladder issues, pancreatitis and fungal peritonitis. The events were unrelated to baxter products.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This is report 2 of 2 involved in this event. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A review of all batch record documents was performed for the associated lot number with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.